Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. However, power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the power error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm and then alarmed power error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with scratched case, minor scratched lcd window and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump received power error detected and replace battery alert. The customer¿s blood glucose level 210 mg/dl. The customer reported that the insulin pump received power error detected alarm and the customer changed the battery then it was working however, insulin pump again started receiving replace battery now alert. The customer was helped with troubleshooting steps and was advice to monitor the pump. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.